Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that the pump and battery felt hot to the touch after the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
11/11/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: a review of the pump history showed multiple pump reboots recorded in the black box. Also recorded in the black box and history were multiple call service alarms. The pump powered on normally with a functional display and audio and vibration warnings. Evaluation revealed that there was visible corrosion in the display. No corrosion was found in the battery compartment or on battery cap. The battery compartment and battery cap were intact and the cap was able to fully tighten to the pump. The pump failed the leak test due to a missing bolus button. During testing, the current was found to be within specifications. The pump was opened and corrosion was found on battery power connection and power circuits. The inside and outside of pump showed no heat damage. The issue of the pump being hot was not duplicated during testing. The pump did not become hot during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.